Manufacturer narrative:
Further evaluation of the device confirmed the reported issue and indicated the issue was caused by an interruption of the software upgrade - the lid was opened prior to completion.

Event description:
The customer contacted stryker to report that their device when powered on would power cycle (turn off and on) continuously until the device is powered off. . In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device when powered on would power cycle (turn off and on) continuously until the device is powered off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. The device cannot be repair and was scrapped. The customer received a a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The device serial number in d4 should be: (B)(6).

Event description:
The customer contacted stryker to report that their device when powered on would power cycle (turn off and on) continuously until the device is powered off. . In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.